Event description:
Stent did not open.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 23 feb 2026 and receipt of additional information on 14 jan 2026. Are images of the device or procedure available? Ans. No. Was the product inspected for damage before use? Ans. Yes. Please confirm if the device will be returned for evaluation? Ans. No. What was the target location? Ans. No information. Details of the wire guide used (diameter, type, make)? Ans. No information. What endoscope type and channel size was used? Ans. No information. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? Ans. No. If altered please indicate the procedure type (e.g., cholodochojejunostomy) ans. No information. At what stage of the procedure did the complaint occur? (While inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning). Ans. During stent placement. What was the length and diameter of the stricture? Ans. No information. Was the safety wire removed? If yes, at what point was it removed. Ans. Yes, at the point of no return. Was the stricture dilated before stent placement? Ans. N/a. Was the zip port facing upwards and slightly curved when backloading the wire guide? Ans. N/a. Was resistance encountered when advancing the wire guide to the target location? Ans. No. Was resistance encountered when advancing the delivery system to the target location? (If resistance was felt how did the physician deal with the resistance encountered? Ans. No. What was the position of the elevator during advancement? Ans. No information. What was the position of the elevator during attempted deployment? Ans. No information. Was the directional button pressed during use? Ans. Yes. Was the yellow marker kept in view during attempted deployment? Ans. Yes. Was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?). Ans. No information. Did the patient require any additional procedures as a result of this event? Ans. No. Did any part of the stent contact the patient's anatomy when the complaint occurred? Ans. No information. Were any other defects (other than the complaint issue) observed on the device? Ans. No.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2307855 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿when stent point-of-no-return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to the patient anatomy and/or the delivery path. Although the user reported that the patient anatomy was not tortuous or difficult, the delivery path for the device may have presented challenges. Anatomical complexities such as sharp bends, may have caused compression or exerted pressure on the introducer preventing deployment of the stent. It is also possible that the catheter kinked during device during advancement to the target location. This possible kink may have created the difficulties when deployment was attempted. However, as the device was not returned for examination, the cause of this complaint could not be conclusively determined. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reported, the evo-fc-10-11-8-b device of lot number c2307855, stent did not open. The implantation was performed by a highly experienced team. The stent did not open despite removal of the safety wire. Confirmed quantity of 01 x used device. No adverse effects to the patient were reported. Investigation findings conclude that a possible root cause could be attributed to the patient anatomy and/or the delivery path.